Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective stopper with the incident lot was observed. Additionally, evaluation of the customer samples was performed and defective stopper was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 2 bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes were discovered before use with defective stoppers, which appeared to be "punctured" through. The following information was provided by the initial reporter: "the stopper in the top of the tube appears to be defective. There are two in the batch we have that the top stopper is damaged, it almost looks like it was punctured - but it was received in the current condition."

Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k945952, PMA / 510(k)#: k901449. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes were discovered before use with defective stoppers, which appeared to be "punctured" through. The following information was provided by the initial reporter: "the stopper in the top of the tube appears to be defective. There are two in the batch we have that the top stopper is damaged, it almost looks like it was punctured - but it was received in the current condition."